Event description:
This girl who calls her self being certified to inject hyaluron pen lip fillers into peoples lips has me with so much regret. She very well convinced me as she was doing my lashes; after she finished I thought I'd give it a try. She said they would be swollen a couple of days. Here I am exactly a month later with what could be permanent damage and lord knows how many others she's done this too, nor will give a refund or even apologize for what she has done. The damage is done, I just don't want other women to be harmed behind this and come to find out she isn't licensed for any of the procedures she's doing; just certified has no education, no cosmology license, none of it. I am horrified. (B)(6).